Event description:
Additional info received from reporter on 11/15/2017 for mw5071326: update: on 10/12/2017 subject lens (tecnis toric symfony) was explanted and alcon acrysof aspheric, model sa60wf, serial no. (B)(4), 21.5d was implanted. To date, there has been very little improvement in vision. Am continuing to work on problem with dr. (B)(6).

Event description:
On (B)(6) 2016, dr (B)(6) implanted the newly FDA-approved toric symfony lens in my right eye. Problems were immediately evident. I had no vision whatsoever. There has been no explanation of what went wrong in this extended surgery. She had little or no training or experience in using this lens, nor did she report the problems either to FDA or abbott. Following surgery on (B)(6) 2016, the cause of the visual loss was not explained. On two following visits, the loss of vision persisted. I could only see my hand. Dr (B)(6), do, the physician who performed the surgery, said that she could repair the condition by injecting an air bubble ("pillow") under the cornea, which she did. There was no improvement. Due to the continuing problems, I consulted with a world-renown ophthalmologist, dr (B)(6), who after extensive eval eventually performed a partial corneal transplant. To date, my vision has not improved, and removal of the toric symfony lens is contemplated. During my visit of (B)(6) 2017, dr (B)(6) indicated that within the last 3 weeks he had removed the toric symfony lens from four pts, in each case because of pt dissatisfaction and problems with the quality of vision. Dates of f/u with original surgical physician, dr (B)(6): (B)(6) 2016. Dates of reporting problem to (B)(6) surgery center: september 27, 2016, october 4, 2016, february 28, 2017. Dates of reporting problem to abbott optics: multiple contacts october 4, 2016 - may 17, 2017. ((B)(4)). Dates of (remedial) treatment and consultations by subsequent surgical physician, dr (B)(6): (B)(6) 2016, (B)(6) 2017. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: cataract.